Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('after essure had to wear 2 super tampons at once and change every 1.5 hrs') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and menstrual disorder ("periods got worse") and was found to have weight increased ("has lost 20lbs since removal"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia and menstrual disorder outcome was unknown and the weight increased was resolving. The reporter considered menorrhagia, menstrual disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following were reported from social media : menstrual disorder and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: addition of ptc results based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('after essure had two wear 2 super tampons at once and change every 1.5 hrs') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and menstrual disorder ("periods got worse") and was found to have weight increased ("has lost 20lbs since removal"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia and menstrual disorder outcome was unknown and the weight increased was resolving. The reporter considered menorrhagia, menstrual disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : menstrual disorder and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Case became incident. Added event has lost 20lbs since removal. Added reporter. Essure removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.